Event description:
On (B)(6) 2025, a 44-year-old male patient with a history of uveal melanoma with metastases to the liver received histotripsy treatment to a 1.2 cm lesion in liver segment v for a total planned treatment volume (ptv) of 11 cc. A post-procedure pseudoaneurysm was identified immediately on contrast enhanced ultrasound (ceus) and confirmed by CT. Embolization was successfully performed. The patient had no prior liver-directed therapy and was discharged on (B)(6) in stable condition.

Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.